Manufacturer narrative:
(B)(6) 2018. (B)(6) 2018. The customer performed troubleshooting with the assistance of philip's technical support. Technical support advised the customer to perform performance verification tests. No parts were returned for evaluation, therefore a cause could not be established.

Event description:
It was reported that during use the ventilator was not showing any volume. There was no patient harm reported. The event date was not specified, estimate used.